Event description:
It was reported that pump experienced malfunction while customer had been playing disc golf. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.